Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing deviated from instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU) which state: "IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection states how to detect the event. IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories states how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Additional information received from the customer indicates precleaning was performed immediately after procedure according to the instructions for use (IFU). The cleaning solution used was 3m/cidex. The scope was leaked tested prior to manual cleaning with the olympus leakage tester (mb-155). The channel was brushed prior to manual cleaning with a re-usable olympus channel cleaning brush (bw-20t) and olympus channel opening cleaning brush (mh-507) brush. The disinfectant used is cidex. The minimum effective concentration is checked according to manufacture guidelines. The last date of reprocessing in-service by an olympus endoscopy support specialist (ess) was (B)(6) 2023 and there has been no change in reprocessing personnel since the last ess visit. All reprocessing personnel are trained on how to properly reprocess the endoscope. The scope was stored in a scope cabinet.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the air/water tube, air supply volume did not meet standard value, due to damage on the air/water tube, no water is fed and the connecting tube was confirmed to be wrinkled. In addition to the yellowish/brown material found in the forceps elevator, the evaluation findings are as follows: the bending section cover had discoloration, due to wear of the angle wire, bending angle in the "up/down/right/left" directions did not meet standard value, the grip had a scratch, the suction cylinder was shaved, the scope cover had a scratch, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer initially reported (on behalf of the customer) that the evis exera ii duodenovideoscope had weak air/water flow and the connecting tube had wrinkles. The issue was found during reprocessing. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was identified: yellowish/brown material found in the forceps elevator.